Manufacturer narrative:
Follow-up #1 date of submission 09/10/2015-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: a review of the pump¿s black box showed reboots immediately following a 060 call service alarm on (B)(4) 2015. A visual inspection of the pump showed that the battery compartment was cracked and the coin slot on top of the returned battery cap was damaged. The battery cap threads were damaged. The battery cap contact dimensions measured within specifications. The returned battery cap secured properly to the pump, and the pump powered on to a blank display screen. The audible tones and vibration functioned properly. The pump was unable to be fully tested due to the blank display screen; however, no intermittent power loss was duplicated during the investigation. Unrelated to the complaint, the audio bolus button cover was misaligned. The pump failed a leak test at the bolus button cover. The pump cover was opened and evidence of moisture contamination was found throughout the pump.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (moisture ingress) issue. It was reported that the pump had intermittent power and there was moisture visible behind the display. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.